Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Primary attune total knee implanted to treat severe osteoarthritis of the right knee. The patella was resurfaced, and depuy cement x 2 was utilized. There procedure was completed without reported complications. Product information is provided on page 7. Patient was revised due to loosening of the tibial tray at the cement to implant interface. The patella and femoral component were well-fixed and not revised. There was no reported product problem with the revised tibial insert. The patient was revised with depuy products and depuy cement x 1. The procedure was completed without complications doi: (B)(6) 2016, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed on 04 feb 2020 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 apr 17. There were no anomalies identified for the manufacture of this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.